Event description:
A report from a coroner indicated that a woman fell in her home while wearing a personal help button necklace. She was transferred to the hospital where she died of her injury.

Manufacturer narrative:
It does not appear from available information there was any malfunction of the device. This appears to be a very unfortunate accident. In the event that additional information is obtained, a supplemental report will be sent. At present, the identity of the lady remains unk, and we are unable to verify if she was indeed a subscriber of our service and, if she did or did not depress her personal help button for assistance during the time of the event.